Event description:
Upon initial contact, advised device overheating and burned patient's cheek. When contacted for additional information, advised small burn area inside cheek of patient noted during a filling procedure. Patient was prescribed warm salt water rinses for one (1) week to help heal. No follow up scheduled.